Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking from the trocar when no instrument was in the port. A second cylinder was used to compensate for the loss of co2. The surgeon decided to convert to an open procedure due to the patient's size. The conversion was not due to the trocar issue.

Manufacturer narrative:
(B)(4). Date sent: 11/02/2010